Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct stricture during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable issue of balloon burst. Investigation result: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and was in a good condition. No damage found on the catheter of the device. A functional examination could not be performed due to the balloon lumen was occluded and it was not possible to unblock it. Microscopic inspection was performed using high magnification, a pinhole was noted in the proximal section over the ro marker. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.